Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. At this time, the device has not been provided. Based on the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
Edwards implant patient registry received information a 29 mm 7300tfx mitral valve was explanted after one (1) year, four (4) months, due to unknown reasons. The explanted valve was replaced with a 27 mm 7300tfx mitral valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
Edwards received information a 29mm 7300tfx mitral valve was explanted after one (1) year, four (4) months, due to mitral valve endocarditis with vegetation. Patient was initially treated medically with prolonged hospitalization caused by osteomylitis and discitis. Bacteremia blood cultures were positive for strep dysgalactiale. Patient acutely decompensated in cardiogenic/septic shock and were taken to the or emergently for re-do sternotomy and prosthetic mitral valve replacement. The explanted valve was replaced with a 27mm 7300tfx mitral valve. Patient post-operative status noted as in recovery. Patient was discharged on post-operative day 23. Pathology report noted valve cusps are intact and show mild fibrosis and mild calcification. A 2.0 x 2.0 x 1.0 cm red-pink lobulated mass is within the lumen of the valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, h6. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was due to patient factors/conditions. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.